Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female had a rash under the back therapy electrode pads. The patient's doctor prescribed a cream for the rash and told the patient that she had permission to take the lifevest off when she gets uncomfortable. Follow-up indicated that the cream was helping the rash.

Manufacturer narrative:
Device evaluation: electrode belt sn (B)(4) was not returned to the manufacturer. There is no indication of a device failure associated with this event. Evaluation method: other. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.